Manufacturer narrative:
Occupation: product and project specialist¿ strategic sourcing. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4) h3 other text : device not returned.

Event description:
It was reported that the intra-aortic balloon (iab) prepping syringe broke off in the one-way valve. A new iab was opened to continue therapy without further issue. The customer noted a delay in patient therapy while prepping the new iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.